Manufacturer narrative:
The insulin pump passed the self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm noted during testing. The insulin pump had a scratched case. During visual inspection, no loose or disconnected motor flex connector was noted. However, the motor had moisture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple and different pump errors during a bolus attempt. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer had magnets in his pocket with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.